Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿stent was introduced over olympus visiglide in common hepatic duct through stenosis in cbd. When trying to deploy stent placed without issues, when retracting the deployment catheter the catheter broke in two pieces, broken piece came out of the patient when retracting the scope. No harm to patient. Procedure finished because stent was in correct place. No parts left in body¿ the following additional information was provided: 1) 'catheter broke in two pieces, broken piece came out of the patient when retracting the scope' can they be more specific as to what part broke and was removed from the patient? Did the broken catheter pieces have to be removed by the physician? Stent was placed, upon withdrawing the catheter they noticed the distal part didn¿t move when they began retracting the catheter. When the hcp noticed this he gently pulled out the whole scope and then retracted the catheter from the scope. When the catheter was outside the scope they saw it broke in two pieces, probably he kinked the catheter when advancing it in the scope (his words) 2) the file states that the stent didn't deploy however it also states: "procedure finished because stent was in correct place." Can we clarify this? The stent did deploy, afterwards the problems of 1) ¿ the following information was requested: ¿regarding the catheter breaking in two pieces: would the pieces be small enough to potentially fall into the patient and require retrieval?¿ to which the rep responded: ¿pieces are not small, catheter broke in two pieces.¿ 1 x evo-fc-10-11-6-b was returned for evaluation. Upon evaluation of the returned device it was noted that the lockwire was in place on return. The red shuttle deployment marker was half way back the handle. There was no stent exposure from the sheath on return of the device but the stent was in the deployment system on return. Part of the flexor was broken off on return. The handle of the device functioned as intended. The stent was deployed by hand and no issues were noted with the stent. There was a prominent kink evident in the distal part of the flexor and kinks evident along the flexor. Information provided by the rep was requested to be clarified: ¿it states that the stent deployed but the stent was returned in the device¿ to which the rep responded: "that is the information the doctor provided me, I asked him for more details but he doesn¿t remember well. He probably did use another in that case." The customer complaint was confirmed as the failure was confirmed in the laboratory; the flexor was seen to be broken. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. However, it is possible that the kinks throughout the flexor occurred on insertion into scope which could have caused increased tension to build resulting in the flexor breaking. Also, as per information provided in relation to the physician "probably he kinked the catheter when advancing it in the scope". A review of the qc records did not reveal any issues which could have contributed to this complaint issue. Prior to distribution all evo-fc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-6-b lot # did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #. Upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Stent was introduced over olympus visiglide in common hepatic duct through stenosis in cbd. When trying to deploy stent placed without issues, when retracting the deployment catheter the catheter broke in two pieces, broken piece came out of the patient when retracting the scope. No harm to patient. Procedure finished because stent was in correct place. No parts left in body.